Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported keypad issues. Evaluation found that the arrow up key did not work and ok key was hardly working. It was identified that the keypad was a non-baxter keypad which was determined as cause of the issue. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ok button and the up and down arrows on the keypad of a spectrum pump did not work. This was identified in the emergency room when trying to begin an infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.